Event description:
Customer reported an overinfusion of morphine. A morphine pca demand infusion was programmed for 2 mg dose with lock out of 6 minutes for a maximum total of 30 mg in 4 hours. A 60 ml syringe with 55 mg/55 ml concentration was used. Approx 5 to 10 minutes after starting the infusion, the nurse noted the syringe was empty. No pt harm reported, no change in vital signs or mental status and no medical intervention required. The data set and device event logs were received. The investigation is on-going. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer.